Event description:
During cataract surgery for pt, the seibel chopper instrument tip was missing after use on the pt's right eye. No tip at operative site. Visual with microscope done by physician and x-ray. The x-ray was negative. Instrument is microscopic with a microscopic tip. Dose, frequency & route used: na. Diagnosis for use: na.